Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed unexpected restart error test and displacement test. No unexpected battery out limit alarm anomalies noted. No unexpected low battery alarm anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that they experienced high blood glucose and low blood glucose. Customer¿s current blood glucose was 481 mg/dl,86 mg/dl,41 mg/dl. The customer did experience the symptoms such as abdominal pain, anxiety, belligerence. The customer treated with the bolus and manual injection for high blood glucose and food,glucose tablet for low blood glucose. Troubleshooting was done for high and low blood glucose and under and over delivery. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high and low blood glucose. Based on customer report customer did not allege pump was under and over delivering. Customer was performing high pressure test it did not pass. The insulin pump will be returned for analysis.